Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with an elevated blood glucose level of 309mg/dl, because she ran out of insulin in the middle of the night and chose not to get up to change the cartridge. Elevated bg level was treated by administering a manual injection, and the issue resolved.